Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined he device was out of calibration and failed the test mesh graft; the shoulder bolts were worn. The shoulder bolts were replaced and the device was properly calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cutting was poor during biomed tech pm testing. Reporter suspects worn or weak load springs/pillars. There was no patient involvement. There was no harm or delay, and an alternate device was available. There was no adverse event reported as a result of this malfunction.